Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She changed the battery and received a button error. Customer stated that she was wearing the insulin pump in her underwear. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent act button due to moisture on keypad trace. No button error alarm noted. No scrolling numbers noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, scratches on lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.